Event description:
Per the clinic, the patient was explanted on (B)(6) 2025 due to unspecific medical reason (infection; however, the location of infection was not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.